Event description:
It was reported that bd needle eclipse needle hub disconnected from the syringe. The following information was provided by the initial reporter, translated from french to english: during the administration of 6 ampoules of haldol decanoas (injectable solution) in a 10ml syringe, at the end of the stroke, the canula suddenly and unexpectedly separated from the syringe. Not all of the product could be injected (the rest of the product spilled out), putting the caregiver at risk. Additional information received on 27mar2025. 1. Has the patient or user suffered harm? If so, please explain. The entire treatment could not be injected. The solution remaining in the syringe was lost. It was therefore not possible to know the exact quantity of medicine injected. 2. Can you give the date of the event? 03/03/2025. 3. Can you confirm whether the catheter adapter has been damaged, which could cause the needle to detach? No, as explained by the carers, the catheter adapter was not damaged.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 305895 and batch number 2311002. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. Engagement force is measured during manufacture as part of the in-process inspections and final testing prior to release. Smartslip technology has been introduced to ensure that a secure connection is made with luer slip syringes. We recommend following the instructions for use, which are unique in directing the user to push firmly when attaching the needle to the syringe and to be sure that the clip is activated. Bd needles are manufactured and released according to applicable procedures and specifications and complies with iso (international organization for standardization) standard. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Received on 16-apr-25 1) in order to ensure correct reporting to our regulatory agency, please help us understand how the patient was affected by the reported underdosing. The patient was due to receive 6 ampoules of haldol decanoas, this is a delayed release medicine which allows continuous delivery for 1 month. Given that the patient did not receive the full dose, the effect of the drug was lessened, but I have no clinical argument to present. 2) could you tell us what the aim of the treatment was? A delayed-release drug that allows continuous delivery for 1 month. This form of medication means that the patient does not have to take an oral tablet every day. 3. Was the objective achieved? Partially, since an additional dose was given by mouth (in tablet form). 4. Did the patient suffer any negative consequences as a result of an incomplete dose of medication? Please describe. Oral supplementation was given to reach the therapeutic dose but no other clinical elements were observed.